Event description:
I've developed slow but progressive hair loss as well as chronic intermittent cheilitis and possibly ibs from my breast implants. All testing for hair loss was normal. FDA safety report ID# (B)(4).